Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). The corsair pro xs and the fielder xt-r were returned for evaluation. The fielder xt-r was inserted inside the corsair pro xs and the proximal shaft of the corsair pro xs was found cut. The distal segment of the fielder xt-r was out of the catheter tip and helical deformation was observed on the wire tip. The ball tip was attached on the distal end of the fielder xt-r; the fielder xt-r remained in one piece. Microscopic observation revealed that the distal segment of catheter tip was separated. The torn end of the corsair pro xs was found twisted and narrowed. The coil of the fielder xt-r was found tightened and disarranged distal to the catheter tip due to accumulated torsion. At approximately 10mm distal to the torn end of the corsair pro xs, the separated tip fragment was found twined over the fielder xt-r. Although the separated tip fragment of the corsair pro xs remained on the fielder xt-r, it was unable to identify if the tip polymer was partially missing due to the severe damage observed. As for the fielder xt-r, although no fracture was found on the guide wire, the polymer jacket was burred along with tightened and disarranged coil. Whether the polymer jacket was partially missing was unable to be identified. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that pushing stress and torsion generated with manipulation in attempts to cross the lesion was locally applied on the tip of the corsair pro xs most likely due to the lesion conditions, deforming the catheter tip. Due to the deformation, the corsair pro xs became stuck on the fielder xt-r. As torsion was further applied on the microcatheter, the guide wire was rotated with the microcatheter, accumulating the torsion on the wire tip and causing the coil to be tightened and disarranged. Further applied tensile stress generated with removal consequently made the stuck catheter tip tear apart. It was concluded that this event was not attributed to product quality. As the polymer jacket of the fielder xt-r was found damaged and peeled, a possibility could not be completely ruled out that some polymer jacket fragment(s) might be left in the patient. Instructions for use (IFU) states: [malfunctions and adverse effects] abrasion of the guide wire coating. Removal difficulty of guide wire.

Event description:
It was reported that an asahi corsair pro xs microcatheter and an asahi fielder xt-r guide wire became stuck to each other during a percutaneous coronary intervention (pci) to treat a chronic total occlusion (cto) in an unspecified segment of the coronary artery. The two devices could not be manipulated as intended and difficulty was met in removal. The connector of the corsair pro xs was cut off and an unspecified guide extension catheter was used to remove the two devices. The procedure was then resumed and successfully completed with stent deployment. There were no adverse patient effects associated with this event. Corsair pro xs: MFR report # 3003775027-2022-00105.